Manufacturer narrative:
No button response due to corroded keypad traces. Moisture damage found on electronics assembly and motor home switch. Unable to test for motor error alarms due to no button response.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.